Manufacturer narrative:
Device analysis report attached.

Manufacturer narrative:
Per the clinic, the patient was treated with oral and IV antibiotics (specific date and duration not reported) and the device was explanted on (B)(6) 2024. Implantation on contralateral ear is planned but has not taken place as of the date of this report. This report is submitted on june 20, 2024.

Manufacturer narrative:
This report is submitted on april 26, 2024.

Event description:
Per the clinic, the patient experienced a wound dehiscence and infection at implant site (specific date not reported). There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.